Event description:
It was reported the c10-3v transducer had damage to the head and electronics was exposed. The transducer was associated with an epiq elite ultrasound system. This was found outside of patient use, there was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
H11: initially it was reported: a thorough investigation was unable to be performed to determine the cause of the reported problem. The transducer was not returned; however, through visual inspection the issue was confirmed. The most likely cause of the lens damage was due to accidental user damage. No additional investigation is possible. However, it should have been reported: a thorough investigation was performed that determined damages to the lens face was a result of accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.

Manufacturer narrative:
A thorough investigation was unable to be performed to determine the cause of the reported problem. The transducer was not returned; however, through visual inspection the issue was confirmed. The most likely cause of the lens damage was due to accidental user damage. No additional investigation is possible.